Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged wake button issue issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer received a button alarm. Reportedly, there was nothing pressing the button. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 160mg/dl.